Event description:
Health professional reported a pt implanted with seri on (B)(6) 2014 during bilateral primary breast reconstruction surgery that developed a fever and redness along where the seri was implanted and up the breast by (B)(6) 2014, and the seri was "dripping with pus" upon explant on (B)(6) 2014. The device was discarded and is unavailable for return.

Manufacturer narrative:
The event of fever, redness, and "pus" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing has been done. These events are being reported because medical intervention was required, although device-relatedness has not been established.